Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Boston scientific technical services (ts) noted that perforation was noted when a snare was placed thru the groin. The patient was treated with intravenous antibiotics. Additional information indicated that the perforation caused by the surgical snare. Perforation was located in the right side of the heart. Noted that the patient lost pressure and cardiothoracic surgeon made a call that the patient needed an open heart surgery. The rv lead was explanted. There were no additional adverse patient effects reported.